Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6 cm in diameter abdominal aortic aneurysm. The patient had a reverse funnel aortic neck 21-25 mm over 10 mm. It was reported that on the final angiogram, a proximal type I endoleak was observed. The physician believes the patient¿s conical aortic neck may have caused the endoleak. The physician decided to monitor the patient as the endoleak did not fill the aneurysm. A follow up CT scan will be done in one month. No clinical sequelae were reported and the patient is fine.

Event description:
Received additional information. The patient is not being scanned until the beginning of next year. The patient had a chest CT scan done rather than an abdomen CT scan so, the physician is waiting before administering more contrast.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (anatomy related; conical neck). Conclusion: (unknown cause of event); known inherent risk of a procedure (endoleak); device failure/lack of effectiveness related to patient condition (anatomy related; conical neck).